Event description:
Dealer stated that the clamp on wheel locks for an unknown manual wheelchair have allegedly snapped off the chair.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.